Event description:
Caller states patient tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Patient's coumadin dose was briefly held pending lab result. No adverse event reported. Requested return of suspect system and replacement was sent.